Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(6). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the original reporter via psp, concerned a (B)(6)-years-old (at the time of initial report) male patient with unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), via cartridge, via humapen ergo ii reusable device, 17 to 19 units twice daily, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2018 (conflicting). On an unspecified date, after starting insulin lispro protamine suspension 50%/insulin lispro 50%, he experienced hypoglycemia twice and his fasting blood glucose (fbg) was also high. As of (B)(6) 2018, he switched the dose on the physician advice according to his own blood glucose to morning 18 units, noon 08-10 units and night 18-19 units, thrice daily. The blood glucose had been not very stable all the time and had been high (no values provided). In the morning, the fbg was 12 and after sport, it was 14. On unspecified dates, he had been hospitalized many times like three-four times every year due to unknown reasons. On (B)(6) 2018, appeared the condition that blood glucose did not come down but higher after exercise which he thought that was abnormal. In (B)(6) 2019, he was hospitalized for poor eye and suspicion of stroke. During hospitalization, unspecified examination was done which showed he did not have stroke, oculomotor nerve paralysis, wrong focus in one eye, visual ghosting and cataract in the other eye. On (B)(6) 2019, he was hospitalized due to cataract. On an unknown date, he could not move. After consultation, due to high blood sugar, could not move and cataract surgery, he was transferred to the endocrinology department to regulate blood sugar, and then to the ophthalmology department after 10-20 days of treatment with a pump. He also needed to stabilize blood sugar after consultation. On an unknown date, he had oculomotor nerve paralysis which along with poor eye was complications of diabetes mellitus. The event of oculomotor nerve paralysis was considered as serious due to its medical significance. He had diabetic complications of nerve ending dysfunction and eye dysfunction. Further information regarding hospitalization, corrective treatment, outcome of the events was not provided. Treatment with insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use was not provided but started since (B)(6) 2018. The action taken with the device was continued and the return was not expected. The initial reporting consumer did not relate the events of cataract, poor vision, oculomotor nerve paralysis and mobility decreased and did not provide the relatedness assessment of remaining events with insulin lispro protamine suspension 50%/insulin lispro 50% treatment. The initial reporting consumer did not provide an opinion of relatedness between the events and humapen ergo ii. Update 28-nov-2018: additional information was received on (B)(6) 2018 from the initial reporting consumer via psp. The case was upgraded to serious upon adding new serious event of blood sugar increased and also added new dosage regimens. Updated therapy start date to (B)(6) 2018 and action taken to dose increased. Updated narrative with new information. Update 23-may-2019: additional information was received from the initial reporter via psp on (B)(6) 2019. Update the formulation of the suspect drug to cartridge and added suspect reusable device. Added serious events of diabetic poor peripheral nerve and poor eye with hospitalization as serious criteria. Updated narrative with new information. Update 27-may-2019: additional information was received from the initial reporter via psp on (B)(6) 2019. Updated the verbatim for the events of poor peripheral nerve and poor eye and narrative with new information. Update 30-may-2019: additional information was received from initial reporter via a psp on (B)(6) 2019. Added unspecified lab test, hospital admission date for the event of poor vision, two serious events of cataract and oculomotor nerve paralysis and one non-serious event of mobility decreased. Updated causality statement and narrative with new information. Edit (B)(6) 2019: upon internal review the case was re open to complete the EU/ (B)(6) device fields. No further changes were made to the case. Edit (B)(6) 2019: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the original reporter via psp, concerned a 67-years-old (at the time of initial report) male patient with unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), via cartridge, via a reusable humapen ergo ii device, 17 to 19 units twice daily, subcutaneously, for the treatment of diabetes, beginning on (B)(6) 2018 or (B)(6) 2018 (conflicting). On an unspecified date, after starting insulin lispro protamine suspension 50%/insulin lispro 50%, he experienced hypoglycemia twice and his fasting blood glucose (fbg) was also high. As of (B)(6) 2018, he switched the dose on the physician advice according to his own blood glucose to morning 18 units, noon 8-10 units and night 18-19 units, thrice daily. The blood glucose had been not very stable all the time and had been high (no values provided). In the morning, the fbg was 12 and after sport, it was 14. On unspecified dates, he had been hospitalized many times like three to four times every year due to unknown reasons. It was noted that the humapen ergo ii could not be pushed down and it was difficult to push down and could not inject into the body (pc: 4748829, lot: unknown). On (B)(6) 2018, appeared the condition that blood glucose did not come down but higher after exercise, which he thought that was abnormal. In (B)(6) 2019, he was hospitalized for poor eye and suspicion of stroke. During hospitalization, unspecified examination was done which showed he did not have stroke, oculomotor nerve paralysis, wrong focus in one eye, visual ghosting and cataract in the other eye. On (B)(6) 2019, he was hospitalized due to cataract. On an unknown date, he could not move. After consultation, due to high blood sugar, could not move and cataract surgery, he was transferred to the endocrinology department to regulate blood sugar, and then to the ophthalmology department after 10 to 20 days of treatment with a pump. He also needed to stabilize blood sugar after consultation. On an unknown date, he had oculomotor nerve paralysis which along with poor eye was complications of diabetes mellitus. The event of oculomotor nerve paralysis was considered as serious due to its medical significance. He had diabetic complications of nerve ending dysfunction and eye dysfunction. On an unknown date, he was hospitalized for two months, his blood glucose could not fall down at that time and he could not have operation (unspecified). As of (B)(6) 2019, he was discharged for one or two months. Further information regarding hospitalization, corrective treatment and outcome of the events was not provided. Treatment with insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use was not provided but the suspect device was started since (B)(6) 2018. The suspect device was not returned to the manufacturer. The initial reporting consumer did not relate the events of cataract, poor vision, oculomotor nerve paralysis and mobility decreased and did not provide the relatedness assessment of remaining events with insulin lispro protamine suspension 50%/insulin lispro 50% treatment. The initial reporting consumer did not provide an opinion of relatedness between the events and humapen ergo ii. Update 28-nov-2018: additional information was received on 20-nov-2018 from the initial reporting consumer via psp. The case was upgraded to serious upon adding new serious event of blood sugar increased and also added new dosage regimens. Updated therapy start date to (B)(6) 2018 and action taken to dose increased. Updated narrative with new information. Update 23-may-2019: additional information was received from the initial reporter via psp on 21-may-2019. Update the formulation of the suspect drug to cartridge and added suspect reusable device. Added serious events of diabetic poor peripheral nerve and poor eye with hospitalization as serious criteria. Updated narrative with new information. Update 27-may-2019: additional information was received from the initial reporter via psp on 21-may-2019. Updated the verbatim for the events of poor peripheral nerve and poor eye and narrative with new information. Update 30-may-2019: additional information was received from initial reporter via a psp on 21-may-2019. Added unspecified lab test, hospital admission date for the event of poor vision, two serious events of cataract and oculomotor nerve paralysis and one non-serious event of mobility decreased. Updated causality statement and narrative with new information. Edit 31-may-2019: upon internal review the case was re open to complete the EU/ canada device fields. No further changes were made to the case. Edit 05jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24jun2019: additional information received on 23jun2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, improper use and storage from no to yes and device return status to not returned to manufacture for the suspect device relating to product complaint (B)(4) with an unknown lot relating to humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 28jun2019: additional information received on 27jun2019 from the global product complaint database. No new information was added. Update 04-jul-2019: additional information received from initial reporter on 02-jul-2019 via psp. Added a lab test and updated as reported verbatim of non-serious event of blood glucose increased. Updated narrative with new information.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24jun2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that he had difficulty "pushing down" his humapen ergo ii device and was unable to inject his insulin. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that he has visual impairment. The core instructions for use states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this is relevant to the event of increased blood glucose.